Event description:
While troubleshooting with a nurse, (B)(4) had the nurse connect a solution bag to an unused line. The homechoice (hc) then alarmed with a system error 2267. (B)(4) gave the nurse instructions to cycle power to clear the error, as the nurse was not by the hc. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The complaint for system error se 2267 (fluid and air in set) was not confirmed due to a lack of sample. The lot number is unknown therefore a batch review was not performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem.

Manufacturer narrative:
(B)(4). The sample was discarded and the lot number was not known by the patient, therefore device evaluation cannot be performed. A follow-up report will be submitted upon the completion of baxter's investigation.